Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had no delivery alarms. The blood glucose at the time of the incident was 58 mg/dl; treated with juice. She explained that she had an empty reservoir and changed it and received a no delivery alarm, she tried to change the set again and still got the alarm. During troubleshooting, the customer was not following the steps and had to change the infusion set and the reservoir. The customer was able to prime without an alarm after changing the entire set. The device will not be returned for analysis.